Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, endologix was made aware of a patient that had a re-occurring endoleak after a secondary procedure was done a few months back. It was discovered that patient had a type 3b endoleak. Physician elected to repair the type 3b by placing an ovation device to fix the leak. The patient original implant date was done on (B)(6) 2011 to treat a aaa. And had the secondary procedure done on (B)(6) 2017 to fix a type 3a endoleak.

Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, the type iiib endoleak was confirmed. However, device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not be returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system. Correction: adverse event or product problem (describe event or problem)-please update. Suspect medical device (operator of device)-remove physician.

Event description:
On 03/29/2018, endologix was made aware of a patient that had a re-occurring endoleak after a secondary procedure was done a few months back. It was discovered that patient had a type 3b endoleak. Physician elected to repair the type 3b by placing an ovation device to fix the leak. The patient original implant date was done on (B)(6) 2011 to treat a aaa and had the secondary procedure done on (B)(6) 2017 to fix a type 3a endoleak. Patient has had a total of three (3) repairs (the most recent one was for a type 3b, the one before that was the secondary repair to fix a type 3a , and the first procedure was done to treat a aaa).